Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No failed battery test alarm was noted. However, the insulin pump was received with a corroded battery tube and battery cap contact. The insulin pump was received with a scratched display window and a scratched reservoir tube window.

Event description:
Customer reports to have received a failed battery test. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer did not receive a failed battery test alarm. Customer did not feel safe and requested insulin pump to be replaced. Insulin pump would be replaced per customer's request. No further information provided.